Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical file from the event in question was overwritten by another event shortly after where the device performed as expected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.